Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-jun-19 arjo was notified about a complaint involving citadel plus bed and maxxair ets mattress. The reported incident took place in (B)(6). Following the information reported on 2018-jun-19 early morning the nurse's station was alerted by nurse call. When the nurse went into the room the patient was out of the bed, kneeling on the floor by the foot end of the bed with a safety side pushed away from one side. The patient was asked about what happened; however he did not know and could not recollect any circumstances of the fall. As a result, the patient sustained a small abrasion to the right knee. The incident was unwitnessed. The patient neither know how the safety side broke off nor how he came to be falling out of bed. It also remained unknown if the bed was lowered to its lowest position neither if the patient was trying to leave the bed at the time the fall occurred. It needs to be emphasized that the patient was weighing 184kg and was occupying the whole bed. Moreover what we were able to establish was the fact that the safety sides were raised at the time the patient's fall occurred. According to the information provided by customer facility the poor condition of the patient (the patient was described to be weak and confused) could led to the patient's fall. After the incident the bed was inspected by arjo technician with regards to the alleged issue (patient's fall occurrence). The evaluation revealed that two bolts that attaches the safety side were detached. The safety side did not detached fully from the bed's frame the remaining two bolts were still intact keeping the safety side plastic cover in place. All manufactured citadel plus beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. Each rental device before being released for next rent must pass a quality control check. One of steps of quality check is to ensure correct operation of both side rails. The device in question passed pre use quality check successfully. It needs to be emphasized that the citadel plus bed are dedicated to the patient's weighing up to 454 kg (1000 ib). The patient putting all of his weight on the safety side may cause it's physical damage, although the safety sides itself are not intended to be used as a support lever. All the above hypothesis made is very likely to be the cause of the incident occurrence, unfortunately due to the fact the circumstances of the incident remained unknown we were not able to confirm the exact sequence of events that led to the patient's fall occurrence and safety side damage. The product instruction for use (#831.374 rev. B dated on dec-2015) which was supplied together with the involved device contains all crucial information and warnings which should be followed to ensure patient safety: "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", "caregivers should assess risk and benefits of side rail use (including the entrapment an patient fall from bed) in conjunction with individual patient needs and should discuss use or non-use with patient and/or family. " "caregivers should always aid the patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely". Summarizing, upon the conducted investigation and bed inspection done by the arjo representative, we were not able to determine the exact cause of the incident occurrence. Although there was no serious injury sustained the complaint was decided to be reportable due to the allegation of patient's fall. The device was being used for patient care at the time of the incident. The safety side was reported to partially detach from bed's frame and from that perspective the citadel plus bed did not meet the manufacturer's specification.

Event description:
On (B)(6) 2018 arjo was notified about a complaint involving citadel plus bed and maxxair ets mattress. The reported incident took place in (B)(6) medical center (B)(6). Following the information reported on (B)(6) 2018 early morning the nurse's station was alerted by nurse call. When the nurse went into the room the patient was out of the bed, kneeling on the floor by the foot end of the bed with a safety side pushed away from one side. The patient was asked about what happened, however he did not know and could not recollect any circumstances of the fall. As a result the patient sustained a small abrasion to the right knee.